Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with automated peritoneal dialysis therapy. The fungal peritonitis was manifested by abdominal pain. On the day of diagnosis, the patient was hospitalized for the fungal peritonitis. The cause of the fungal peritonitis was reported to be due to having too many antibiotics in the patient's system, but as this was not verified with the health care provider, the cause of the fungal peritonitis is assessed as unknown. On unreported date(s) during hospitalization, the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the fungal peritonitis event. One day following hospital discharge, the patient began treatment with fluconazole 200 milligrams daily (route and duration not reported) for the peritonitis event. Two days following hospital discharge, the patient began treatment with vancomycin intravenously every three days (dosage and duration not reported) for the peritonitis event. Antibiotic treatments were ongoing. After eight days of hospitalization, the patient was discharged. Eleven days prior to the initial receipt of this report, dianeal therapies were discontinued. On an unreported date during the hospitalization; the peritoneal dialysis catheter was removed and the patient was switched to hemodialysis therapy. The patient was recovering from the peritonitis. No additional information is available.